Manufacturer narrative:
Patient information was unavailable. This device is not approved/marketed in us, but is similar to a device marketed in the us. Other relevant device(s) are: product ID: 9733763, serial/lot #: software version: (B)(4). Name of initial reporter unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The software was uninstalled and reinstalled. The system then passed the system checkout and was found to be fully functional. An update was provided that there was no issue with the system the following day. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that pre-operatively, before the patient entered the room, while using the push function in the 3d model, it suddenly because 'exit' and the screen froze. The issue persisted after the system was restarted. Use of the navigation system was continued without creating images with 3d model. There was no reported surgical delay or impact to patient outcome due to the reported issue.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.